Event description:
During an atrial flutter right (r-afl) procedure, it was reported the patient developed a pericardial effusion which required a pericardiocentesis. The patient was stabilized and was observed overnight. Additional information was requested; however, no further information was provided at this time.

Manufacturer narrative:
Concomitant products used during the procedure: carto xp: serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Navstar catheter: model #: unk. Lot #: unk. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).